Event description:
The implantable neurostimulator (ins) was replaced due to normal battery depletion. During the replacement procedure, it was noted that impedances were reading <15mca on some of the bipolar pairs at the default setting of 1.5 group impedances were 636ohms and 72 for current. The patient was programmed accordingly. Stimulation was good on both the left and right side. The patient was fine.

Manufacturer narrative:
(B) (4)- final devices analysis of the implantable neurostimulator (ins) revealed no significant anomalies. There was no output or telemetry; assumed normal end of life.